Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as 2134265-2017-10235 and 2134265-2017-10236. It was reported acute thrombosis and patient death occurred. During the procedure, three drug-eluting coronary stents were advanced to the target lesion: a 32 x 2.50mm promus premier¿, a 24 x 2.75mm promus premier¿, and a 38 x 2.75mm promus premier¿. Following deployment of the stents, the patient died due to acute thrombosis. The physician did not know what had caused or contributed to the thrombosis.